Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose episodes each day, believed they were receiving too much insulin during the day and with meal announcements, and requested assistance to perform a factory reset per their clinician¿s direction; the user also reported eating less food, and the agent assisted with a factory reset. Symptoms included hypoglycemia with associated sleepiness or drowsiness. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.